Event description:
On (B)(6) 2011, at (B)(6) hospital, quadrox-I (lot number 70053861) had a low gas transfer. According to the customer, the fraction of inspired oxygen (fio2) at 100% did not succeed a physiological pulmonary arterial oxygen tension (pao2). The oxygenator was changed out. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The describe error was analyzed in the maquet germany laboratory. Gas transfer and blood side pressure drop testing was performed on the returned complaint sample. The testing identified a low gas transfer performance, which becomes apparent when the blood flow rate is at the maximum (7 liters per minute (lpm)). (B)(4).